Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there difficulty removing or pealing back that tyvek that lead to the sterility issue? Was a hole, tear or puncture in the tyvek or blister prior to the attempt to open? The device packaging was already opened / ruptured. The analysis results found that the ple60a device was returned inside its package. Upon visual inspection, it was observed that the blister and the tyvek from the packaging were damaged; the blister and the tyvek were found to be broken at one of the sides of the package. In addition, the tyvek has two cuts, the cuts were observed to be from the outside to the inside. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process.

Event description:
It was reported that during a bariatric procedure, the packaging of the device was opened, contaminating the product. The device was not used. Another like device was used to complete the procedure. There were no adverse consequences for the patient.